Manufacturer narrative:
G2: the country of the event is jp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the device is charged on monday and friday. The device was fully charged on monday the (B)(6), but when the patient tried to charge it at the time of the report, the stimulator's charge level was 0%. It was strange that it always has 60% remaining; charging was reduced quickly. There were no known environmental, external, and patient factors that may have caused the event. At the time of the report, the device was being charged without any problems. The physician was asked to confirm the settings and to confirm why the battery was exhausted and the charging time had changed, so the physician was asked to discuss this at the next medical consultation (B)(6). The call center informed that the report will be reported to the person in charge. There were no problems with the patient's condition. It was unknown if the issue was resolved at the time of the report. No health damage was reported. Additional information was received. It was clarified that "it was strange that it always has 60% remaining" meant that it was strange that the stimulator usually has about 60% of the charge left, but it was 0%, nothing left. It was clarified that the device that was charged on monday and friday and fully charged on the (B)(6) was the ins. It was clarified that "the charging time had changed" was referring to the charging frequency. The cause of the issues was unknown. Regarding the actions taken and the resolution, it was reported that they were advised to confirm at the hospital. It was unknown if the stimulator's charge being at 0% was normal battery depletion.

Event description:
Additional information received stated that the patient had a consultation on (B)(6) 2025 and that the issue had been resolved. The cause of the issue was asked, but unknown. Regarding whether any actions/interventions had been taken to resolve the issue it was stated that they were ¿still watching.¿ there remained no complications reported or anticipated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.